Event description:
It was reported that when the patient presented in-clinic, the device was unable to be interrogated. The patient had received an inappropriate shock when cleaning near a fuse box. Additionally, the patient reported seeing a blue arc, however it is not clear if it was before or after the shock. Device replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.